Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, fluid invasion in the electronic connector which caused the failures in the image, distal end cover cracked, insertion tube glue rubber sleeve separated/loose, electronic connector corroded, and color distortion. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera ii gastrointestinal videoscope exhibited blurred image, color distortion but had no white balance. There was no report of patient harm or user injury associated with this event. Additional details regarding the reported event were requested from the customer. However, the customer failed to provide additional information to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, additional information received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water/moisture had invaded the device and caused the reported error. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The reported problem was found during an unknown procedure. The procedure was completed using a similar device.